Event description:
The manufacturer received information alleging patient has seen black particles in her water chamber and tubing also particles in airway from device related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam degraded. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of water ingress to the blower. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.